Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle 25ga 1in was damaged and had foreign matter. The following information was provided by the initial reporter: the customer uses this product for covid vaccination. According to the customer's report, tiny spots can be seen on the needle (whether this is an fm or a scratch is unknown).

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-10-14. H6: investigation summary: a device history record review was completed for provided lot number 200503. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, picture and physical samples were returned for evaluation. Through examination of the samples, no signs of foreign matter or defect can be observed to confirm the reported issue. Based on the investigation results, an exact cause could not be determined for this reported defect. H3 other text : see h10.

Event description:
It was reported that needle 25ga 1in was damaged and had foreign matter. The following information was provided by the initial reporter: the customer uses this product for covid vaccination. According to the customer's report, tiny spots can be seen on the needle (whether this is an fm or a scratch is unknown).